Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. H1: type of reportable event of serious injury is being submitted due to no defect being found on the returned products. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call on 03-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 163, 114, 127, 135 and 139 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer is concerned his meter is reading significantly lower than the meter at the dr.'s office as well as the lab results. Per the customer, at a routine dr.'s appointment on (B)(6) 2026 his meter was more than 30 points lower than the result from the dr.'s device. Customer stated he tested at home with the true metrix meter and obtained a result of 127 mg/dl fasting; 15 minutes later at the dr.'s office his result was 159 mg/dl fasting. Customer stated he had tested in the evening on (B)(6) 2026 2 hours after dinner and obtained a result of 114 mg/dl that he felt was too low and he had contacted the doctor. Customer had been advised to contact the manufacturer for a replacement. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is (B)(6) 2027 and per the customer the open vial date is 10 days prior to the call. The meter memory was reviewed for previous test result history: result 1: 163 mg/dl date: (B)(6) 2026 time: 9:20 fasting am. Result 2: 114 mg/dl date: (B)(6) 2026 time: 6:34pm -fasting pm. Result 3: 127 mg/dl date: (B)(6) 2026 time: 9:21am fasting am. Result 4: 135 mg/dl date: (B)(6) 2026 time: 6:51pm fasting pm. Result 5: 139 mg/dl date: (B)(6) 2026 time: 9:17am fasting am.